Event description:
The therapist, while acquiring other treatment couch parameters in the 4ditc treatment application, accidentally acquired the couch rotation position from the very first field that was loaded and acquired. This accidental acquistion would then apply this couch rotation to all subsequent fields. The couch rotation angle was then incorrect for the following fields, resulting in a misadministration radiation dose. The therapist subsequently noticed the difference between the rt chart application and treatment (4ditc), which showed 2 different angles for the couch rotation (although the qa course showed the correct couch parameters). When the couch rotation is incorrect, tissue not intended to receive radiation is exposed. The customer stated that they did not consider this a serious injury. The customer just noted the event in chart and proceeded with treatment at the correct couch angle.